Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that some burnt type redness was noticed on the patient's skin after being in contact with the sensors. In some areas, there was only partial redness but in other areas the whole surface of the sensor left a red mark on the skin. The burn appeared to be a 1st degree burn, sunburnt type under the sticker, and 2nd degree around the edge of the sticker. There was more severe redness and blistering around the sticker. It was stiff on the edge of the sticker and appeared to be dry. The patient was given biafine cream by a physician to treat the burn.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.